Manufacturer narrative:
The device was received for evaluation. Through visual inspection, missing directional flow label was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be direction and flow label and center shim to be missing. The directional flow label will be replaced during case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of missing directional flow label during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.